Event description:
Boston scientic was notified during a procedure while using the sentry balloon catheter as a temporary occlusion device, the transend .010" guidewire was inserted and the during inflation the balloon burst. The physician cannot remember the pressure used to inflate the balloon. No complications with the pt were reported to have occurred during this event.